Manufacturer narrative:
Corrected information: patient ID: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage and residue on lens. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+0.5/095 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and shallow anterior chamber depth. The lens was exchanged for a shorter lens on (B)(6) 2017 and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20. The lens was placed vertically.